Event description:
According to the reporter, during use, the product was found to be damaged and had a leak on the shaft. It was also reported that the catheter had a crack and there was a leak at the junction between the bifurcate and the catheter. No other defects or damages were found on the product where the leak was, aside from the cracks. Besides the reported issue, no other visible defects or damages were found on the product at the time of the event. No other products were being utilized with the device. No excessive force was applied. Normal saline solution was used as the cleaning agent on the entire catheter. No ointments were utilized at the exit site. Gauze was used as the wound dressing. The wound dressing did not include any cleaning agents or antimicrobial properties. The cleaning agents were allowed to dry thoroughly prior to dressing the area. The cleaning agents were also allowed to dry thoroughly prior to applying ointments to the area. Patients were responsible for certain aspects of catheter maintenance, including cleaning and dressing changes. The cleaning agents were not switched over the life of the catheter. As a remedial action and medical intervention, the ruptured section was cut out and replaced with the titanium metal and the infusion tube, and antibiotics were administered. The patient continued the treatment. There was no blood loss reported. No blood transfusion was required due to the event. There were no adverse events or symptoms, and the patient is in stable condition.

Manufacturer narrative:
Additional information: b1, b2, b5, g3, h1, h6: new information has been received pertaining to the event. This event has been reassessed and the reportability has been determined to be a serious injury. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during use, the product was found to be damaged and had a leak on the shaft. It was also reported that the catheter had a crack and there was a leak at the junction between the bifurcate and the catheter. No other defects or damages were found on the product where the leak was, aside from the cracks. Besides the reported issue, no other visible defects or damages were found on the product at the time of the event. No other products were being utilized with the device. No excessive force was applied. Normal saline solution was used as the cleaning agent on the entire catheter. No ointments were utilized at the exit site. Gauze was used as the wound dressing. The wound dressing did not include any cleaning agents or antimicrobial properties. The cleaning agents were allowed to dry thoroughly prior to dressing the area. The cleaning agents were also allowed to dry thoroughly prior to applying ointments to the area. Patients were responsible for certain aspects of catheter maintenance, including cleaning and dressing changes. The cleaning agents were not switched over the life of the catheter. As a remedial action and medical intervention, the ruptured section was cut out and replaced with the titanium metal and the infusion tube, and antibiotics were administered as part of the standard protocol. The patient continued the treatment. There was no blood loss reported. No blood transfusion was required due to the event. There were no adverse events or symptoms, and the patient is in stable condition.

Manufacturer narrative:
Additional information: b5, g3, h1, h6 new information has been received pertaining to the event. This event has been reassessed and the reportability has been determined to be a malfunction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during use, the product was found to be damaged and had a leak on the shaft. It was also reported that the catheter had a crack and there was a leak at the junction between the bifurcate (connector) and the catheter. No other defects or damages were found on the product where the leak was, aside from the cracks. Besides the reported issue, no other visible defects or damages were found on the product at the time of the event. No other products were being utilized with the device. No excessive force was applied. Normal saline solution was used as the cleaning agent on the entire catheter. No ointments were utilized at the exit site. Gauze was used as the wound dressing. The wound dressing did not include any cleaning agents or antimicrobial properties. The cleaning agents were allowed to dry thoroughly prior to dressing the area. The cleaning agents were also allowed to dry thoroughly prior to applying ointments to the area. Patients were responsible for certain aspects of catheter maintenance, including cleaning and dressing changes. The cleaning agents were not switched over the life of the catheter. As a remedial action and medical intervention, the ruptured section was cut out and replaced with the titanium metal and the infusion tube, and antibiotics were administered as part of the standard protocol/prophylactically. The patient continued the treatment. There was no blood loss reported. No blood transfusion was required due to the event. There were no adverse events or symptoms, and the patient is in stable condition. There was no reported patient injury.

Event description:
According to the reporter, during use, the product was found to be damaged and had a leak on the shaft. It was also reported that the catheter had a crack and there was a leak at the junction between the bifurcate and the catheter. There were no adverse events, symptoms, and there was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3 correction: h11 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted there was a cut in the catheter where it met the adapter. The placement of the cut suggested it was created by clamping the tubing too close to the adapter. Clamping the catheter close to the adapter can cause excess stress on the tubing which can lead to leaks in the tubing where it connects to the adapter. It was reported that there is a leak on the catheter shaft. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: clamping the catheter repeatedly in the same spot could weaken the tubing change the position of the clamp regularly to prolong the life of the tubing. Avoid clamping near the adapter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The involved device was not returned. Visual inspection noted there was a cut in the catheter where it met the adapter. The placement of the cut suggests it was created by clamping the tubing too close to the adapter. Clamping the catheter close to the adapter can cause excess stress on the tubing which can lead to breaks/leaks in the tubing where it connects to the adapter. It was reported that there is a leak on the catheter shaft. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: clamping the catheter repeatedly in the same spot could weaken the tubing change the position of the clamp regularly to prolong the life of the tubing. Avoid clamping near the adapter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.